Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a defective/faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed as there was no sdi1/sdi2 signal confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus sales representative reported there was an out of box failure and no image on the monitor of the evis exera iii video system center upon installation. Both serial digital interface (sdi) ports were defective. The intended procedure was diagnostic. After troubleshooting and connecting a digital visual interface (dvi) cable to the monitor, the issue was resolved. No patient harm was reported.